Manufacturer narrative:
(B)(4). The stent remains in the vessel; the delivery system was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster stent was deployed with a max pressure of 14 atmospheres (atm). It should be noted that the graftmaster instructions for use (IFU) specifies the nominal rated burst pressure (rbp) is 15 atm. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. The reported patient effect of dissection is listed in the graftmaster IFU as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other two graftmaster devices are being filed under separate medwatch MFR numbers.

Event description:
It was reported that a perforation occurred in the mid right coronary artery (rca) with the use of an unspecified device. A 3.5 x 16 mm graftmaster (gm) covered stent was deployed for 20 seconds at 16 atmosphere (atm); angiography revealed leaking. A 4.0 x 19 mm gm stent was deployed proximal to & overlapping the 3.5 x 16 mm stent, 20 seconds @ 16 atm; angiography showed mid rca sealed with large perforation distal to the mid gm stent. A 2.8 x 16 mm gm stent was deployed overlapping distal to initial mid rca gm stent for 15 seconds at 14 atm. It appeared that the vessel was dissecting as the graftmaster stents were used. Eventually the perforation/dissection was sealed using coiling technique/devices. The patient was subsequently discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: concomitant medical products.